Manufacturer narrative:
Evaluation is anticipated upon receipt of the discrepant device. An engineering analysis of the subject device will be performed upon receipt. Device evaluation anticipated, but not yet begun.

Event description:
It has been reported to us that during the procedure, the wire lumen of the aspiration catheter became torn. The pt has a very tortuous and calcified vessel. The physician inserted the aspiration catheter over the guide wire into the pt; however, experienced difficulty advancing the aspiration catheter. The physician pulled back on the aspiration catheter and the wire lumen of the aspiration catheter became torn. Upon inspection of the aspiration catheter, the radiopaque marker band was still attached to the distal tip of the catheter. The device was replaced with another to complete the case.